Event description:
Patient was receiving a nicardipine infusion using the smarsite infusion set when the blue section that is part of the pump segment suffered a tear causing the medication to seep out onto the floor and infusion as intended. Dates of use: (B)(6) 2018; diagnosis or reason for use: to administer an IV infusion of nicardipine to a patient.